Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the distal tip's burns and abrasions could not be determined. It is possible that the distal tip damage was caused by the application of excessive force by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tip of the rigid scope had been burnt and the image is blurry during procedure. The issue was found during a transurethral resection of the prostate (turp) procedure. The procedure was completed using the subject device. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problems were unable to be confirmed. However, the device evaluation found scratches on outer tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.